Event description:
It was reported that during a gastric procedure, the min and max buttons were hard to push in. They worked intermittently. They switched to a new device to complete the procedure. There was no pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.